Manufacturer narrative:
The atrial lead remains in service. Should additional information become available, this report would be updated as necessary.

Event description:
Boston scientific received information that noise was present on both leads, presumed to be emi. Thresholds were also high in the atrium. Possible oversensing and and inhibition also noted in the atrium, but some strips do show an atrial undersensing. In the past the patient had an atrial septal defect and an echogram showed the lead had dislodged into the left ventricle. The lead had since been repositioned and the atrial septal defect was repaired.